Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. In addition, the account indicated a monarch (b) cartridge was used to deliver the lens. The lens model reported for this complaint is not an approved model per the directions for use (dfu) for that cartridge. There are no similar reports in the lot. Add'l info was provided by r.n. On a returned questionnaire received on 02/25/2007.

Event description:
A nurse reported the haptic of an intraocular lens (iol) bent during insertion. The surgical incision site was enlarged from 3.0 to 5.0 to accommodate the removal of the iol. A vitrectomy was performed and a different iol was not implanted, due to elevated vitreous pressure.